Event description:
The facility representative contacted baxter on (B)(6) 2010 to report a colleague infusion pump with failure code 810:04. During product evaluation at baxter it was determined through the event history that the event occurred during delivery. There was no documented patient injury, adverse event or medical intervention related to the reported condition. The pump has software version 6.13.90, categorized as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was confirmed but not duplicated. The assignable cause could not be determined at this time.

Manufacturer narrative:
(B)(4).the root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).